Manufacturer narrative:
The insulin pump was received with no button response and a button error alarm due to corroded keypad traces. The device was unable to undergo the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to the unresponsive keypad and the button error alarm. The following cosmetic damage was noted as well: cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the reservoir tube window corner, and broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and ended up in the ER with high blood glucose. The patient's blood glucose at the time of incident was 280 mg/dl, and she experienced a headache and thirst. The customer stated that she went to the ER after the button error alarm occurred because she did not have a back-up treatment plan. Troubleshooting was initiated for the button error alarm. The customer confirmed that she was wearing the pump in her dress when the pump alarmed; the buttons may have been continuously pressed against her body. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.